Event description:
The complainant reported a failure of the device automated impella controller (aic) to hold a charge. There was no indication of patient involvement.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. Log analysis of the battery data reveals that beginning before the complaint date of occurrence, cell 3 voltage of battery 1 had been declining before the complaint date. Failure mode was confirmed, aic is unable to charge because battery 1 has failed. Due to low/ flatlined voltage, battery 1 data is unavailable through ata or bq software. When console was booted for the first time in danvers, console alarms are consistent with what was seen in the field. When visually inspecting the batteries and pbm, it was observed that the status leds of battery 1 were completely blank. Failed battery was checked, ocv was measured to be ~v2.9. Compared to the other battery where the measured voltage was ~16v. The decline in cell 3 voltage of the failed battery is undetermined. This report is being filed as part of a retrospective review of historical records.